Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32185. It was reported the patient experienced ineffective stimulation. Troubleshooting performed to no avail. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg and lead was explanted.